Event description:
Complainant alleged that during biomed testing, the device did not have pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for the evaluation and this complaint is still under investigation.